Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to cuff leaking. Device was implanted in 2018. Additional information was received. Fluid loss was identified when device was tested on black table. Patient experienced incontinence. No adverse patient effects.